Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system was manufactured on december 04, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a surgical procedure the handpiece stopped working (fell out). The case was completed using an alternate handpiece. There was no impact to the patient. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. However, the handpiece returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on september 10, 2008. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed a nonconforming strain relief. There was a tear at the strain relief. The phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet functional specifications. The handpiece was found to meet specification as related to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).